Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> h23011. Device history review ==> a deviation was completed for this order. No anomalies were found during the investigation, all re-work was completed per the approved processes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient.

Event description:
Patient indicates she leaned over and the plastic liner of her right hip replacement "slid out and broke." The ceramic head "broke" as well.